Event description:
It was reported that the patient presented in the clinic with symptoms of muscle stimulation. Upon interrogation, the device exhibited backup vvi operation. The device was explanted and replaced due to normal elective replacement indicator on 11/07/2014. The patient was asymptomatic after the procedure.

Manufacturer narrative:
.